Manufacturer narrative:
This report is submitted on march 12, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on september 27, 2021.